Manufacturer narrative:
Customer returned meter, strips and control solution. During initial diagnostic testing, meter failed calibration testing with meter reading test unit. Returned meter, returned strips, retain strips and returned control solution were tested. Testing failed by generating low results for both control solution and blood confirming the complaint. Retain strips were tested with reference meter and passed testing indicating this is a meter issue. Product will be returned to the manufacturer for further evaluation. This follow-up report is delayed because the original MDR was submitted incorrectly, and we needed to wait for the FDA to delete the incorrect report to submit the corrected report. Please see the attached correspondence with the FDA for more information.

Event description:
Caller (patient's nephew) states that his aunt has 24-hour care, so she is not testing herself, but her in-home care staff tests her blood glucose. Caller did two tests; one with the glucocard shine xl and received a reading of 98, and one with their meter and received 309, which made them believe the patient's meter (the glucocard shine xl) was not working correctly. Patient was alert, but caller stated she was acting somewhat erratic, so he decided to call the paramedics. Paramedics were called and when the paramedics came, they checked the patient's blood glucose with their meter and the reading was 487. Patient was brought to the hospital. While the patient is currently still at the hospital, the caller contacted us, and we did two cs tests with them over the phone and walked them through the steps and they received a result of 86 both times and the l1 cs range is 115-156. Patient's blood glucose was under control in the hospital, and she also had other medical issues that needed to be addressed. I explained to the caller that I was going to replace the patient's meter, test strips and cs. I informed the customer I would get that ordered today and it would get shipped on 3/17/2021 and I would overnight the shipping since the patient was on medication. Replace meter, strips, send cs and rl.

Manufacturer narrative:
Complaint products were not returned for evaluation. Retain strips of specified lot were tested with reference meter and passed testing with no failures detected. If either meter or strips is returned, arkray will evaluate the product and file a follow-up report. This is a new report for 1832816-2021-00008. On march 27, 2021, this report was originally submitted, however, our organization inadvertently used "MFR report # field and we should have used the "uf/importer report #" field as my organization is the importer of this device.

Event description:
Caller (patient's nephew) states that his aunt has 24-hour care, so she is not testing herself, but her in-home care staff tests her blood glucose. Caller did two tests; one with the glucocard shine xl and received a reading of 98, and one with their meter and received 309, which made them believe the patient's meter (the glucocard shine xl) was not working correctly. Patient was alert, but caller stated she was acting somewhat erratic, so he decided to call the paramedics. Paramedics were called and when the paramedics came, they checked the patient's blood glucose with their meter and the reading was 487. Patient was brought to the hospital. While the patient is currently still at the hospital, the caller contacted us, and we did two cs tests with them over the phone and walked them through the steps and they received a result of 86 both times and the l1 cs range is 115-156. Patient's blood glucose was under control in the hospital, and she also had other medical issues that needed to be addressed. I explained to the caller that I was going to replace the patient's meter, test strips and cs. I informed the customer I would get that ordered today and it would get shipped on (B)(6) 2021 and I would overnight the shipping since the patient was on medication. Replace meter, strips, send cs and rl.